Manufacturer narrative:
The account reported that the sheathing of the device split, resulting in the inability to remove the device from the trocar. The device was subsequently removed by replacing the trocar. Although the procedure was interrupted to replace the trocar, it was confirmed through f/u with the user facility that there was no pt injury or harm related to this event. The device in question was returned to sterilmed on (B)(4) 2010 for investigation and the damage noted on the device by the user facility was confirmed. The investigation failed to reveal a root cause for the device malfunction and it is noted that the occurrence of this type of failure is remote and in no way related to the fact that the device was a reprocessed device. A 100% of scissor tips, like all sterilmed reprocessed devices, undergo fill inspection prior to shipment to the customer.

Event description:
The sheathing of a scissor tip was reported to split during surgery, preventing the device from being removed from the trocar. The trocar was removed along with the scissor tip and was replaced.